Event description:
Error message and a 3.9 inr with protime system vs. A 2.3 inr with unspecified lab system 24 hours later. Patient therapeutic inr range: 2.5 - 3.5. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008, in light of revised itc MDR evaluation procedures.